Manufacturer narrative:
Qc was running low prior to the event. Bci field service engineer (fse) was dispatched for this event. Fse checked module for leaks, light pipes, valves, mixing and cup. Fse flushed lines with hcl, replaced the lamp and pump syringe, aligned module, calibrated, ran qc and precision. Results were within specifications. A clear root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously low albumin (albm) results for two (2) patients. Results were reported out of the lab. Repeat analysis of samples on the same instrument yielded lower results but reports were not amended because it was not clinically significant. Patient treatment and diagnosis were not affected in regard to this event.